Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by cloudy effluent. The cause of the event was unknown. The patient was hospitalized on the same day as onset, and was discharged a day after. On the same day as onset, the patient was treated with vancomycin injection (1g, every 5 days and route not reported) and forzid injection (1g, daily and route not reported) for peritonitis. At the time of this report, patient was not recovering and pd therapy was discontinued, pd catheter was removed and patient was transferred to hemodialysis. Re-catheterization is planned for approximately three months from date of the report. No additional information is available.